Event description:
During surgery the harmonic looked as if it overheated, and the tip separated and bent. The bent piece then broke off while it was being cleaned/examined (outside of patient). A new one was obtained.